Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with disconnection on patient side alarm. No harm to the patient was reported.